Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 23-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient was having weakness and numbness in her legs. The patient had an MRI of the lumbar and thoracic spine. The doctor removed the paddle portion of the patient's lead. The doctor opened the spine pocket only, and left the remaining wires and battery in the patient. It is unknown if the issue was resolved at the time of the surgery. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. While having the implant surgery there was too much stenosis found so they were unable to have the implant. The implant will hopefully be rescheduled for this summer. The patient was calling to see what to do with their equipment. The patient would contact a manufacture representative (rep) to see if they should hold onto the equipment or return it. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Correction: the previous report was system reported on the incorrect device. The correct device information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the lead being partially removed was unknown. The patient's symptoms were resolved. No further complications reported.